Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: initial report inadvertently left blank.

Event description:
Additional information received indicating that the reported increase in seizures was due to low battery and the patient&#39;s medications were updated/changed to help with the increase. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
It was reported that the patient had experienced an increase in seizures and was found to have low battery so they were referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.